Event description:
It was reported that during a surgical procedure at 18,234 joules "fiber breakage" was noted. "The inner fiber cracked after 2:45 minutes of use". The procedure was completed with a second fiber. Patient outcome: "no injury" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion; the metal appears melted a the output window location; the glass cap has pushed forward and is protruding from the metal cap; the fiber bevel edge at the output window has shifted forward. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.